Event description:
The customer reported that he sat in a pool and the insulin pump vibrated followed by a blank display. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly.